Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump audio was not working. The customer's blood glucose was not provided at the time of the incident. It was also stated that the insulin pump had a second occurrence for an insulin pump error. The customer stated that they could not hear the beep from the insulin pump. Troubleshooting was provided. Audio issue was not resolved. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.